Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, herpes simplex, hiv infection, tuberculosis, rash and broken ankle. Concurrent conditions included depression since (B)(6) 2019, discomfort, hypertension, hepatitis, back pain and vaginal discharge. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2015 for birth control as well as ibuprofen (ibuprofen) from (B)(6) 2013 and naproxen from (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea cramping"), 3 months 12 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in insertion date: (B)(6) 2013 and 1(B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaints . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, herpes simplex, hiv infection, tuberculosis, rash and broken ankle. Concurrent conditions included depression since (B)(6) 2019, discomfort, hypertension, hepatitis, back pain and vaginal discharge. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2015 for birth control as well as ibuprofen (ibuprofene) from (B)(6) 2013 to (B)(6) 2013 and naproxen from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 12 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: even was added- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and vaginal discharge. Reporter information,concommitant condition and concommiatnt drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.